Event description:
It was reported that aspiration was lost. This 1.85mm jetstream sc atherectomy catheter was selected for use in a percutaneous transluminal angioplasty and atherectomy procedure. The lesion was located in the right popliteal artery from p2 to the infrapatellar middle third of the peroneal artery, and the extension of the lesion was approximately 15cm where there was critical stenosis of approximately 80% of calcific type. During the procedure, the physician noted slight resistance to catheter advancement which was associated with the extensive calcium occlusion of the lesion. Then at approximately 1:20 minutes into atherectomy therapy, there was a change in the sound of the motor. The device was removed, and it was found that there was no blade rotation or aspiration, and a slow flow and soft sound were noted. An attempt was made to clean the device but was not successful. The procedure was completed using an alternate method. There were no patient complications.